Event description:
During a lumbar fusion at l4-s1, surgeon was using a straight tip t25 driver while trying to loosen locking cap to adjust rod but cap was very tight and the tip of driver broke off. Broken tip was retrieved and surgeon opted to leave the rod as is. Patient was not harmed. Instrument is available for return.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. Visual inspection - the lobes at the distal tip are twisted in a counterclockwise fashion. Approximately 5mm of the tip is sheared off, and the fragment was returned with the complaint part. Product development evaluation - the tip of this instrument was designed to optimize the torsional strength for a non-retaining driver. The profile was based on a synthes standard for an sd25 recess, except it has additional material between the lobes for added strength. The design of the mating recess enables this optimization. In order to ensure non-retention, the tip profile is constant for the length of penetration into the mating recess. It is made of a stainless that is appropriate for this application per (B)(4) specification for wrought stainless steels for surgical instruments. The appearance of the fractured tip on the returned part matches the appearance of drivers that were tested in a laboratory setting at synthes ((B)(4)). In the laboratory test, yielding occurred at approximately 15nm, and shearing occurred at greater than or equal to 20nm. This suggests that the returned part was subjected to torque as high as 20nm. The technique guide (B)(4) mandates the use of a 10nm torque limiting handle for implants that were previously final tightened. The condition of the returned item suggests that this technique was not followed. The risk assessment for this event is adequately covered in the risk assessment. This complaint is deemed indeterminate.

Event description:
This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.